Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the last implantable neurostimulator (ins) was removed because it wasn't helping hit the right area. The previous ins was implanted on (B)(6) 2009. The old one had 4 leads and they now have 12 or 16. The consumer was told that their old device was so limited lead wise and they put in the new ins. Relevant medical history includes post lumbar laminectomy syndrome.